Event description:
It was reported that during procedure, after releasing the foot pedal the console still kept firing. The fiber had been swabbed out, and the foot pedal was disconnected and reconnected, but the issue persisted. Later, the console would not power up with the foot pedal attached. The procedure was completed using another console. There were no patient complications.